Event description:
During pta (stenting) in 100% occluded lesion in the superficial femoral artery with moderate calcification and mild vessel tortuousity, when a 6x100 smart control stent was released at the target lesion, the stent was shortened. Therefore, additional stent (unknown) was placed next to the stent.

Manufacturer narrative:
During placement of a stent in a 100% occluded lesion in the superficial femoral artery with moderate calcification and mild vessel tortuosity, it was reported that when the 6x100 smart control stent was released the stent was shorter than expected. Therefore, an additional stent was placed to fully cover the lesion. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15720923 and it were extended to the previous lot 15720922; as well as to the subsequent lot 15721497, manufactured before and after the lots involved in the complaint, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: guidewire (radifocus 0.035inch) and (amplaz extra stiff) stent (zilver ptx 7.0/120mm). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.